Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up with device in backup vvi mode. A device code was downloaded successfully and the device was restored to normal operation. The patient was stable.